Event description:
In 2009, the medical examiner reported the pt died in a motor vehicle accident. The examiner stated the pt was still connected to her insulin infusion device after the accident, and the device display screen was blank. He said no blood glucose reading was taken and the cause of death has not been determined. During the report, the examiner removed the device battery, and replaced it with a new aa alkaline battery. The device did not power on. The infusion device was requested to be returned for eval.